Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 520 mg/dl. Reportedly, the cartridge ran out of insulin and the customer did not load a new cartridge onto the pump. The customer required assistance changing cartridge and infusion set to resume insulin delivery.